Event description:
It was reported that during a cranial procedure at the user facility, the tip of the device damaged the patient¿s dura, unintentionally creating an opening in the dura that was required to be sutured. There was no clinically-insignificant delay with the procedure, and the procedure was completed successfully.

Manufacturer narrative:
Awaiting for device return to manufacturer.

Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : product status unknown.

Event description:
It was reported that during a cranial procedure at the user facility, the tip of the device damaged the patient¿s dura, unintentionally creating an opening in the dura that was required to be sutured. There was no clinically-insignificant delay with the procedure, and the procedure was completed successfully.